Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services determined that the fault was an electrical connection failure so they replaced the faulty input connector. The device was returned to the customer. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was an intermittent picture. The picture also had lines and the monitor was very sensitive to movement. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.